Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02330. It was reported the pt had a loss of stimulation. X-rays revealed the extension had pulled out of the ipg header. It was reported the physician will perform surgical intervention to resolve the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.